Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after placing the needle there is leakage at the disc. Change the new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed biological residue on the sample. The safety mechanism was observed to be engaged. A microscopic observation revealed bubbles in the adhesive within the needle housing and what appeared to be a breach in the adhesive where the needle exits the housing. A functional test of flushing and pressurizing the device with water was performed. A leak was observed where the needle exits the housing. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.